Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace the carrier board to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a system required restart. There was no report of patient involvement.